Event description:
The customer reported to baxter health care regarding the vial mate reconstitution device in which a leak was detected. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, however, there is a photo available for evaluation. If additional information or samples become available, a follow-up report will be submitted.